Event description:
It was reported to philips that the system's live monitor was black. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that live monitor had problem. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.